Manufacturer narrative:
Reported event: the reported device is a pelvic array assy, catalog# 112230, lot# 19030312 which had a broken screw. Device evaluation and results: visual inspection: visual inspection of the array shows that the screw is missing. Dimensional inspection: dimensional inspection was not completed as the visual inspection was sufficient to confirm the failure mode. Functional inspection: the array screw being missing renders the assembly unusable. Device history review: a review of the device history records shows that (B)(4) parts were received, inspected and rejected on npr (B)(4) on september 5, 2012. The failures were unrelated to the failure mode in this complaint. The parts were re-inspected and accepted september 27, 2012. Complaint history review: based on the device identification, p/n 112240, lot #19030312 , the complaint databases were reviewed from 2011 to present for similar reported events regarding a broken screw. There have been no other events for the lot number referenced. Conclusions: the failure mode of a broken screw on a pelvic array was confirmed. The root cause of the failure could not be determined as the screw was not returned. The failure occurred during the case but there was no patient involvement and the case was completed successfully. Corrective action/preventive action: no further action is required.

Event description:
The surgeon completed a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The pelvic array screws from two different trays snapped in half. A third pelvic array screw had to be used.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon completed a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The pelvic array screws from two different trays snapped in half. A third pelvic array screw had to be used.